Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. It was also noted that the proximal conductor was distorted, the outer insulation was torn, and the lead was damaged at implant.

Event description:
It was reported that during an implant, the right atrial lead was attempted because the lead would not attach to atrium. The physician would like an active fixation lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.